Event description:
Same case as 6000093-2005-00497. It was reported that three months post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, the patient received two taxus express2 stents of unknown sizes. The stents were implanted in the saphenous vein graft (svg) to the right coronary artery. (Rca). It is of note that stenting an svg is off label use. About 3 1/2 months the patient presented to a different facility. The physician found a thrombosis throughout the svg. The following day the patient returned to the cath lab where the physician used the angiojet and discovered "a couple of lesions." A cypher stent and a taxus express2 stent were both implanted. The physician felt the thrombosis was not related to the stent because it was a new lesion that was distal to the previous stent. No additional patient complications were reported.